Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. Conclusion: potential factors that can influence positioning difficulties/ dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels, the compliance of the native anatomy, and user technique. However, a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged to -4 mm on the non-coronary cusp and 0 mm on the left coronary cusp. A second transcatheter bioprosthetic valve was successfully implanted, valve in valve. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that native valve was bicuspid. The physician attributed the dislodgement to the lack of calcification on the left coronary cusp (lcc). The aortic root angle was horizontal, which made it difficult to control the implant depth on the non-coronary cusp (ncc) and lcc sides. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: date mfg received for follow up regulatory report number 004, MFR report number:2025587-2016-01279 was corrected to 2020-04-03 and not 2020-04-01. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that the dislodgement was reported to have occurred upon release from the delivery catheter system (dcs), and as the dcs was withdrawn, the nose cone caught on the valve. Paravalvular leak (pvl) was observed to be mild-moderate. No additional adverse patient effects were reported. Additional information indicates that the delivery catheter system (dcs) caused or contributed to the reportable event. Other relevant device(s) are: product ID: dcs lot#: unknown use by date: unknown UDI#: unknown. Product analysis: the dcs was not returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Updated: g1, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.